Event description:
It was reported that five months after the implant of a protegen sling, it was discovered that the device had migrated to the bladder and caused lesions and fistulas. The device was removed and the bladder repaired. In 1999, during surgery to repair fistula in the bladder, pieces of sutures were found in the bladder. The device was not returned for evaluation.